Manufacturer narrative:
It was reported that the patient was using the bed rails for bed mobility and the rail broke resulting in the patient falling to the floor and experiencing a facial fracture. The account did not provide any further details regarding this incident. A sample was requested to be returned for evaluation however the customer stated the facility is not returning the sample. No further intervention was reported. The sample was not returned for evaluation. A root cause has not been determined. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the bed rail broke and the patient fell to the floor resulting in a facial fracture.